Event description:
It was reported that a small volume infusor contained a fiber. This was identified after the device was filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured march 12, 2015 to march 13, 2015. The device was received for evaluation. A visual inspection on the unit noted white particulate matter approximately 2.05 mm in length in the fluid of the reservoir, verifying the reported condition. Ftir spectroscopy scanning identified the particulate matter as acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.